Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that while in patient use the ventilator on d/c battery power went completely inop and stopped cycling, all leds blank and vent did not alarm during patient transport in the hospital. Rt quickly bagged patient and moved the patient to another vent. No patient harm.

Manufacturer narrative:
Failure analysis (fa) lab received an avea gas delivery engine (gde) assembly. Fa inspected the gde externally, no anomalies were found. Fa connected ac power, external and internal battery led indicators were both red. Fa allowed the gde to cycle overnight for a total of 18 hours, external and internal battery indicators are now green. Fa performed ac power / internal battery / external battery test standard, passed testing. Fa allowed the gde to run on external and internal battery, external and internal charge together lasted 2 hours and 48 minutes (note: while compressor was off). While gde was running on batteries fa was applying heat to the power driver board using a heat gun for 20 minutes, the gde continued to cycle properly. Fa left the gde on station to charge batteries from red to the green indicator and conducted testing ac power / internal battery / external battery in reverse order, the gde transitions from dc to ac properly. Fa removed the power driver board and visually inspected the components, no anomalies were seen. Fa was unable to duplicate the reported problem.